Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 17835386 / 17932424, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site with symptom of fever. The physician did not believe that the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.